Manufacturer narrative:
The alarm trace showed a sample foam detection alarm and a sample clot detection alarm on the day of the event. A general reagent problem can be excluded because the qc prior to the event was within range. The sample foam detection (sfd) images showed particles at the sample surface. The patient results cannot be matched with the images as the printouts of the results were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Calibration and qc were performed on the day of the event and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's plasma/serum sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 2372 ng/l. Rerun result: 13.1 ng/l.